Event description:
"Port cord is broken. X-ray determined tubing was disconnected. Pt has pain. The pt is scheduled for surgery to reconnect the tubing to the port in early august".

Event description:
"Port cord is broken. X-ray determined tubing was disconnected. Pt has pain. The pt is scheduled for surgery to reconnect the tubing to the port in early august". Follow up findings: leakage at or near port tubing connector.